Event description:
Customer reported no video and system will not print. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards. System operates as intended.